Manufacturer narrative:
Other applicable components are: product ID 3708695 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension product ID 3708695 lot# serial# (B)(4). Implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that the patient's ins and both extensions were explanted due to an infection. The rep reported that the patient's leads remained implanted. No device issues were reported. No further patient complications have been reported as a result of this event.